Event description:
It was reported that the patient presented for an implant procedure. During device preparation, a white object was observed on the insulating layer of the lead. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of product quality problem was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead did not find any foreign material on the outer insulation. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.